Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer was replacing (1) lvp display board for dim segments.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on the returned lvp display board assembly. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. The dim 7 segment display was found. Device inspection: the customer returned 1 lvp display board assembly (p/n tc10004765). Visual inspection was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue . Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that the customer was replacing (1) lvp display board for dim segments.